Manufacturer narrative:
Batch review performed on 12 june 2018: lot 160595: (B)(4) items manufactured and released on 11 may 2016. Expiration date: 2021-04-27 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
About 2 years after primary the surgeon revised the patient for knee instability and anterior knee pain. Inlay swap and patella resurfacing. The surgery was completed successfully.